Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated the buttons got stuck and numbers kept scrolling. Troubleshooting was done. Customer's blood glucose was 91 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No unexpected numbers scrolling noted. Insulin pump received with cracked case on display window corner, cracked battery tube threads, cracked reservoir tube, reservoir tube lip and minor scratches on display window.